Event description:
It was reported that this unknown device exhibited an unspecified product performance issue. Additional information received indicates that the allegation was against a communicator which would not turn on.

Event description:
It was reported that this unknown device exhibited an unspecified product performance issue.